Event description:
Patient #(B)(6) index procedure was performed on (B)(6) 2022. According to the physician, the patient is not happy with the correction and wants to have a better correction that can only be obtained with fusion. A revision procedure was scheduled for (B)(6) 2022.

Manufacturer narrative:
A review of the device history record confirmed that the device was manufactured and tested according to relevant procedures, and shipped according to manufacturer's specifications. Patient #(B)(6)(w.e) index procedure was performed on (B)(6) 2019. According to the physician, the patient is not happy with the correction and wants to have a better correction that can only be obtained with fusion. A revision procedure was scheduled for (B)(6) 2022. The physician said this patient 'was not a good candidate to begin with' because she was not flexible and had some wedging around the apex. There was no allegation of device malfunction or patient harm related to this event. Should additional information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted.